Event description:
Patient's surgeon reports suspected metal-on-metal synovitis. * update ** (B)(4) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address metallosis, massive pseudotumor, and osteolysis. The MDR decision is being changed from MDR-no to MDR-yes.

Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Per a review of the provided clinical information by a depuy medical safety specialist; there were no findings to report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
**Update** (B)(4) 2013 - clinical report was received. Clinical report states the patient was also revised to address elevated metal ion levels and adverse local tissue reaction. Updating lot information. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address metallosis, massive pseudotumor, and osteolysis. The MDR decision is being changed from MDR-no to MDR-yes.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Update rec'd 05/22/2014 ¿ pfs and medical records received. After review of the medical records the revision operative note confirmed metallosis, corrosion on the trunnion, pseudotumor, and osteolysis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1147744 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1147744 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. X-rays were reviewed. Medical records were previously reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.